Manufacturer narrative:
Continuation of d10: product ID: dtmc2qq, implant: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise in the form of some high rate episodes. A possible fracture was suspected. A revision was attempted, however the physician was unable to obtain access to the subclavian vein in the left side, therefore the rv lead remains in place. It was noted that while the physician tried to connect the cardiac resynchronization therapy defibrillator (crt-d), a problem with the setscrew of the rv and lv connector port was observed. The setscrew was not making the usual "screwing sound" and the physician could not assess if the setscrew was effectively securing the lead pins. The physician elected to remove and replace the crt-d. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.